Event description:
The device was used during an unknown procedure. The screw thread of the trocar 512s did not allow a smooth handling. According to the customer the safety pin did not work properly. Postoperative a perforation of the small intestinal duct was noticed.